Manufacturer narrative:
Communication initially received stated the device was unrelated to the event. New information received from investigator on 1/28/2021 indicated possible device involvement.

Event description:
Two weeks post-op patient reported pain and clear fluid drainage. Pain medication and prophylactic antibiotics prescribed. Elective surgical re-exploration performed on (B)(6) 2020. Implant explanted, clear serous fluid drained, no gross evidence of infection observed. Initially reported as possible infection and unrelated to device.